Event description:
During an unspecified procedure using a smarttouch bidirectional catheter, the patient experienced a cardiac tamponade after the end of the procedure. The physician attributed the event to a difficult transseptal puncture. The transseptal puncture was performed with st. Jude medical , brk needle. The patient required extended hospitalization. There were no reported malfunctions of any bwi products during the procedure. However, to be conservative, since the patient event was noted near the completion of the procedure and bwi ablation catheter was used in the procedure, the patient event will be reported under smart touch catheter.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(6). Concomitant product: mobicath (distributed), model #:d-1400-10, lot #: unknown. St. Jude medical , brk needle. (B)(4).